Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
During a posterior cervical fusion on a (B)(6) male whose pre-op diagnosis was retrolisthesis of c3 on c4 with evidence of cord compression, the following happened per the nurse who was taking care of the pt. The head moved during the case after draping. Early in the case. There was a question if the head had slipped, all connections were checked. About 20 minutes later there was definite movement of the head piece. The surgical site was covered and the head was removed from the mayfield pins and repositioned on a horseshoe by the surgeon. I do not know the pt outcome. There were no obvious lacerations that needed to be closed."